Event description:
Customer reported a tandem mobi cartridge alarm that caused their blood glucose level to read "high," exceeding 500 mg/dl. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi). There was no third-party assistance required. The issue occurred during the loading process, and although the customer followed instructions to remove and reload the cartridge, the alarm recurred, preventing the resumption of insulin therapy. Technical support confirmed the cartridge alarm, guided the customer on addressing insulin on board (iob) concerns, and assisted with loading techniques. Ultimately, technical support decided to replace both the pump and cartridge. The customer was informed about backup therapy steps and advised on actions upon receiving the replacement, ensuring their understanding of the process for returning the problematic pump to tandem.